Manufacturer narrative:
Patient identifier: the fill patient identifier is (B)(6). The number of patients involved is unknown. Age or date of birth, sex, weight, and ethnicity: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: the access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. The customer did not provide the samples or additional information for investigation. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. Some patient may develop antibodies directed only against the nucleoproteins and not against the spike protein and vice versa, which may explain some differences in results. The local support organization explained differences between assays targeting nucleoprotein and assays targeting spike protein. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021, the customer reported discordant non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 922381) results were generated for several patients on the customer's unicel dxi 800 access immuno analyzer (part number 973100 and serial number (B)(4)). The access sars-cov-2 igg results were discordant with alternate methods, alternate methods used are unknown. The results obtained by the customer were not provided and the number of patients is unknown. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. Quality control (qc) was passing within the laboratorys established ranges. System check and calibration data at the date of the event was not provided. Post event, system check passed on 27jan2021, and calibration passed on 14jan2021, with reagent lot 922381 and calibrator lot 922406. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. Note: the customer reported discordant non-reactive sars-cov-2 igg results on a second dxi analyzer serial number (B)(4). Another report was filed related to this instrument.